Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that the user, while priming the extracopreal circuit, discovered a whitish-colored particle in the isolator of the pressure monitoring line that was connected to the junction of the extracopreal circuit tubing, downstream of the device. The device and particle were removed. No patient sequela were reported.